Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, embolization was due to incorrect device size.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. However, embolization was due to incorrect device size.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer vascular plug 2 was chosen for implant into patent ductus arteriosus. The device was observed to embolize after release. The device was removed via snare. In the physician¿s opinion, the embolization was due to incorrect device size. A replacement 08mm amplatzer vascular plug was successfully implanted. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure and no adverse patient sequelae.

Event description:
It was reported that on (B)(6) 2024, a 6mm amplatzer vascular plug 2 was chosen for implant into patent ductus arteriosus. The device was observed to embolize after release. The device was removed via snare. A replacement 08mm amplatzer vascular plug was successfully implanted. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.